Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of errors e223 and e118 were not confirmed. The device evaluation could not reproduce the e223 nor e118 errors when the device was tested. Additional evaluation findings were as follows: the error history showed: e853 - white balance unadjusted and e122 - cll cutting. Inspection results also showed insufficient light intensity. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite iii video system center showed error e223 and the visera elite iii led light source reported error e118 during a therapeutic procedure. The procedure was completed using the same equipment with no impact on the procedure. There were no reports of patient or user harm associated with this event. This report is being submitted for the visera elite iii led light source malfunction. The visera elite iii video system center malfunction is reported in the MDR with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.